Event description:
Md put the lens back in to look again and discovered that there was a piece which had broken off in the abdomen from the endo catch. Md removed the piece and the endo catch was still intact. No negative outcome.